Event description:
The physician reported that during remote monitoring of the implanted system, there was 1 ventricular fibrillation episode due to noise. A follow-up was subsequently performed and the device sensitivity was reduced. The patient will continue to be managed through the remote monitoring system.